Event description:
It was reported that the user experienced hypoglycemia with a self-reported blood glucose of 46 mg/dl and treated the event with oral glucose in the form of approximately one and a half apple juices, after which glucose levels stabilized. Symptoms included low blood glucose. Outcomes included no additional assistance required and no hospitalization. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device malfunction identified and the cause remained unclear based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.